Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-11863. It was reported that catheter entrapment and stent damage occurred. The 100% chronic totally occluded target lesion was located in the mid right coronary artery. Two 4.00x32mm promus premier¿ stents and a guidezilla¿ were used to treat the lesion. As each 4.00x32mm promus premier¿ stent was advanced, the device became stuck in the guidezilla. When each device was removed as a unit, the stent struts were noted to be flared. The procedure was completed and no patient complications were reported. The patient status was fine.